Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/4/2024, it was reported by a sales representative via email that an ar-2923bc biocomposite pushlock sl eyelet had pulled through the anchor after being inserted and before cutting the suture. This caused the suture to not remain fixated. The anchors were left in the bone, and a second anchor had to be opened to complete the case. This was discovered during a labral repair procedure on (B)(6) 2024. The case was not delayed. Additional information received on 11/7/2024: the case was completed using another ar-2923bc biocomposite pushlock sl.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.